Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Used a test keypad, the insulin pump responded properly to button presses and the time advanced properly. No frozen screen noted. The insulin pump had a cracked case at display window corner.

Event description:
The customer reported a frozen display and unresponsive buttons. The customer stated that the time on the screen was not advancing. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.